Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation. As of the date of this report, the instrument has not yet been received.

Event description:
It was reported that during a simple prostatectomy da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument hinge at the tip of the instrument broke and a piece fell off the instrument. One of the jaws was dangling and a fragment did fall off inside the patient, but it was retrieved. The site cleaned the instrument was unable to remove the sheath because of the instrument tip. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The surgeon was grasping when the instrument was noted to be defective. The instrument/accessory was in use for 20 minutes prior to the issue. The surgeon reported no issues noticed during the procedure and no collision occurred. The fragment(s) did not fall inside the patient during an instrument tip/accessory collision and the instrument was not removed during the procedure. Upon final removal of the instrument, the wrist was straightened and there was some resistance. No damage was noted on the cannula after the event occurred. The assistant used a laparoscopic grasper to retrieve the piece and all fragments were retrieved, the surgeon and team performed a visual inspection. There were not any post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned to isi for evaluation. No photographic images of the device(s) or a video recording of the procedure are available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator. Not all the broken pieces were returned with the instrument. A piece approximately 0.148" x 0.262" in size was missing and not returned with the instrument. The complaint was confirmed by failure analysis.